Event description:
It was reported that post implant the atrial lead had no sensing and no capture capability due to dislodgement. It was noted that the physician suspected perforation. The atrial lead was repositioned and remains in use as there was no perforation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.